Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Patient was in treatment and had to cancel due to alarms. When she opened the cassette door, fluid was noticed inside. Sample was discarded; no sample is available.